Event description:
The patient underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6) 2013. The physician deployed the aortic body and filled with polymer as expected. Both iliac limbs were successfully deployed. A type ia endoleak was observed upon final angiogram. The sealing zone was post dilated with both a compliant and non-compliant balloon that did not resolve the endoleak. Due to lack of availability of a palmaz stent at the time of the procedure, the physician completed the case leaving the endoleak unresolved. The patient returned for a routine one month follow-up and the type ia endoleak persisted. A re-intervention is planned for a later date.